Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe bleeding") and abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain and cramping"), menorrhagia ("heavy, abnormal prolonged menses"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (endometrial ablation on (B)(6)). At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia and migraine to be related to essure. The reporter commented: "decided against hysterectomy". Patient had an endometrial ablation planed on the (B)(6). Concerning the injuries reported in this case, the following one was reported via social media: genital hemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event per social media was added:severe bleeding. Reporters were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device way too high in tube"), genital haemorrhage ("severe bleeding, abnormal bleeding (general)"), bipolar disorder ("psychological or psychiatric problems condition: bipolar") and abdominal pain ("severe abdominal pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concomitant products included paracetamol (tylenol regular) and piroxicam (paxil). In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain and cramping"), menorrhagia ("heavy, abnormal prolonged menses"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), acne ("hormonal changes describe: increased acne, rashes or skin conditions type: severe onset acne"), hair growth abnormal ("hormonal changes describe: increased hair growth"), fatigue ("hormonal changes describe: fatigue, neurological conditions or problems type: chronic fatigue, general fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: more frequent"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), acne cystic ("cystic acne"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), pain ("back down to her thigh"), uterine pain ("uterine pain"), adnexa uteri pain ("tubal area pain"), myalgia ("muscle pain"), muscle fatigue ("muscle fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type: more frequent"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: more frequent") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (endometrial ablation on 26th). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, migraine, anxiety, depression, acne, hair growth abnormal, fatigue, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, acne cystic, dyspareunia, pelvic pain, irritable bowel syndrome, vaginal discharge, alopecia, weight decreased, pain, uterine pain, adnexa uteri pain, myalgia, muscle fatigue, cystitis, vaginal infection and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, acne, acne cystic, adnexa uteri pain, alopecia, anxiety, bipolar disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, irritable bowel syndrome, menorrhagia, migraine, muscle fatigue, myalgia, pain, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: "decided agains hysterectomy". Patient had an endometrial ablation planed on the 26th. She is planning for essure removal due to causing severe pain. Bleeding. Muscle fatigue. Muscle pain. Constant general fatigue. The left tubal ostium is applied with the essure device and (4) ings were seen after the application. After this, the right tubal ostium is then plied with the essure device and (4) rings were seen discrepancy noted: date(s) of insertion: (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion malposition of essure device one is badly bent and the other is too high in tube.. Concerning the injuries reported in this case, the following one was reported via social media: genital hemorrhage., menorrhagia, dysmenorrhea, migraine, anxiety most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received event " hormonal changes describe: increased acne, hair growth fatigue, abnormalbleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: more frequent, apareunia (inability to have sexual intercourse), bipolar, bladder or urinary problems or changes, rashes or skin conditions type: severe onset acne, cystic acne, migration of essure device location of device: way too high in tube, chronic fatigue, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain, ibs, vaginal discharge, hair loss, weight loss, back down to my thighs, uterus pain, tubal area pain, muscle pain, muscle fatigue" were added. Concomitant condition and drug were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device way too high in tube') and genital haemorrhage ('severe bleeding, abnormal bleeding (general)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concomitant products included ethinylestradiol;levonorgestrel (seasonique), medroxyprogesterone acetate (depo-provera) since (B)(6)2011, paracetamol (tylenol regular) and piroxicam (paxil). In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), bipolar disorder ("psychological or psychiatric problems condition: bipolar"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain and cramping"), menorrhagia ("heavy, abnormal prolonged menses"), migraine ("migraines / headaches"), anxiety ("anxious"), depression ("depressed"), acne ("hormonal changes describe: increased acne, rashes or skin conditions type: severe onset acne"), hair growth abnormal ("hormonal changes describe: increased hair growth"), fatigue ("hormonal changes describe: fatigue, neurological conditions or problems type: chronic fatigue, general fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: more frequent"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), acne cystic ("cystic acne"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), pain ("back down to her thigh"), uterine pain ("uterine pain"), adnexa uteri pain ("tubal area pain"), myalgia ("muscle pain"), muscle fatigue ("muscle fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type: more frequent"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: more frequent"), urinary tract disorder ("bladder or urinary problems or changes"), back pain ("back pain"), vaginal disorder ("essure has ruined the vagina for sure"), muscle spasms ("leg cramping"), vertigo ("vertigo") and abdominal pain lower ("cramping") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (endometrial ablation on (B)(6) and ovaries (B)(6) with da vinci). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, migraine, anxiety, depression, acne, hair growth abnormal, fatigue, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, acne cystic, dyspareunia, pelvic pain, irritable bowel syndrome, vaginal discharge, alopecia, weight decreased, pain, uterine pain, adnexa uteri pain, myalgia, muscle fatigue, cystitis, vaginal infection, urinary tract disorder, back pain, vaginal disorder, muscle spasms, vertigo and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, acne cystic, adnexa uteri pain, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, irritable bowel syndrome, menorrhagia, migraine, muscle fatigue, muscle spasms, myalgia, pain, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vertigo and weight decreased to be related to essure. The reporter commented: "decided again hysterectomy". Patient had an endometrial ablation planed on the (B)(6). She is planning for essure removal due to causing severe pain. Bleeding. Muscle fatigue. Muscle pain. Constant general fatigue. The left tubal ostium is applied with the essure device and (4) ings were seen after the application. After this, the right tubal ostium is then plied with the essure device and (4) rings were seen discrepancy noted: date(s) of insertion: (B)(6)2012 and (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion malposition of essure device. One is badly bent and the other is too high in tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device way too high in tube') and genital haemorrhage ('severe bleeding, abnormal bleeding (general)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concomitant products included ethinylestradiol;levonorgestrel (seasonique), medroxyprogesterone acetate (depo-provera) since (B)(6) 2011, paracetamol (tylenol regular) and piroxicam (paxil). In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), bipolar disorder ("psychological or psychiatric problems condition: bipolar"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain and cramping"), menorrhagia ("heavy, abnormal prolonged menses"), migraine ("migraines / headaches"), anxiety ("anxious"), depression ("depressed"), acne ("hormonal changes describe: increased acne, rashes or skin conditions type: severe onset acne"), hair growth abnormal ("hormonal changes describe: increased hair growth"), fatigue ("hormonal changes describe: fatigue, neurological conditions or problems type: chronic fatigue, general fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: more frequent"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), acne cystic ("cystic acne"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), pain ("back down to her thigh"), uterine pain ("uterine pain"), adnexa uteri pain ("tubal area pain"), myalgia ("muscle pain"), muscle fatigue ("muscle fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type: more frequent"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: more frequent"), urinary tract disorder ("bladder or urinary problems or changes"), back pain ("back pain"), vaginal disorder ("essure has ruined the vagina for sure"), muscle spasms ("leg cramping") and vertigo ("vertigo") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (endometrial ablation on 26th and ovaries jan 5th with da vinci). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, migraine, anxiety, depression, acne, hair growth abnormal, fatigue, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, acne cystic, dyspareunia, pelvic pain, irritable bowel syndrome, vaginal discharge, alopecia, weight decreased, pain, uterine pain, adnexa uteri pain, myalgia, muscle fatigue, cystitis, vaginal infection, urinary tract disorder, back pain, vaginal disorder, muscle spasms and vertigo outcome was unknown. The reporter considered abdominal pain, acne, acne cystic, adnexa uteri pain, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, irritable bowel syndrome, menorrhagia, migraine, muscle fatigue, muscle spasms, myalgia, pain, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vertigo and weight decreased to be related to essure. The reporter commented: "decided agains hysterectomy". Patient had an endometrial ablation planed on the 26th. She is planning for essure removal due to causing severe pain. Bleeding. Muscle fatigue. Muscle pain. Constant general fatigue. The left tubal ostium is applied with the essure device and (4) ings were seen after the application. After this, the right tubal ostium is then plied with the essure device and (4) rings were seen discrepancy noted: date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion malposition of essure device. One is badly bent and the other is too high in tube. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event leg cramping and vertigo. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device way too high in tube') and genital haemorrhage ('severe bleeding, abnormal bleeding (general)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concomitant products included ethinylestradiol;levonorgestrel (seasonique), medroxyprogesterone acetate (depo-provera) since (B)(6) 2011, paracetamol (tylenol regular) and piroxicam (paxil). In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), bipolar disorder ("psychological or psychiatric problems condition: bipolar"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain and cramping"), menorrhagia ("heavy, abnormal prolonged menses"), migraine ("migraines / headaches"), anxiety ("anxious"), depression ("depressed"), acne ("hormonal changes describe: increased acne, rashes or skin conditions type: severe onset acne"), hair growth abnormal ("hormonal changes describe: increased hair growth"), fatigue ("hormonal changes describe: fatigue, neurological conditions or problems type: chronic fatigue, general fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: more frequent"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), acne cystic ("cystic acne"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), pain ("back down to her thigh"), uterine pain ("uterine pain"), adnexa uteri pain ("tubal area pain"), myalgia ("muscle pain"), muscle fatigue ("muscle fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type: more frequent"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: more frequent"), urinary tract disorder ("bladder or urinary problems or changes"), back pain ("back pain"), vaginal disorder ("essure has ruined the vagina for sure"), muscle spasms ("leg cramping"), vertigo ("vertigo") and abdominal pain lower ("cramping") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (endometrial ablation on (B)(6) and ovaries (B)(6) with da vinci). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, migraine, anxiety, depression, acne, hair growth abnormal, fatigue, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, acne cystic, dyspareunia, pelvic pain, irritable bowel syndrome, vaginal discharge, alopecia, weight decreased, pain, uterine pain, adnexa uteri pain, myalgia, muscle fatigue, cystitis, vaginal infection, urinary tract disorder, back pain, vaginal disorder, muscle spasms, vertigo and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, acne cystic, adnexa uteri pain, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, irritable bowel syndrome, menorrhagia, migraine, muscle fatigue, muscle spasms, myalgia, pain, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vertigo and weight decreased to be related to essure. The reporter commented: "decided agains hysterectomy". Patient had an endometrial ablation planed on the (B)(6) . She is planning for essure removal due to causing severe pain. Bleeding. Muscle fatigue. Muscle pain. Constant general fatigue. The left tubal ostium is applied with the essure device and (4) ings were seen after the application. After this, the right tubal ostium is then plied with the essure device and (4) rings were seen discrepancy noted: date(s) of insertion:(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion malposition of essure device one is badly bent and the other is too high in tube. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event leg cramping and vertigo. Fu 6 and 7 processed together. On 23-mar-2020: social media report received. Reporter added. New event cramping was added. Fu 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.